Manufacturer narrative:
Invacare is reporting this incident in an abundance of caution. This event occurred in (B)(6) with an irc9lxo2awq-s concentrator. Invacare is reporting the event due to the irc10xo2 concentrator which is manufactured and sold in the u.s. Is the same or similar. As of the time of this filing invacare¿s attempts to obtain further information have been unsuccessful. The retirement home where the incident happened, the serial number of the device, whether the patient was using the device at the time or any other details concerning the incident remain unknown. The device has not been returned to invacare europe. It is undetermined if the invacare concentrator caused or contributed to this incident. Should additional information become available, a supplemental record will be filed.

Event description:
The patient was smoking in his room when the fire occurred, all of the equipment in the room burned including a platinum 9 concentrator.